Event description:
It was reported that the t:slim x2 pump battery was unable to charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried using a different charging cable and resolved the issue. They confirmed that the pump remained plugged in and no button was pressed. Although the charger began working with a non-tandem adapter and cable, the customer was informed that this is not recommended except for troubleshooting purposes. A replacement tandem wall adapter and charging cable were sent via two-day shipping. No further assistance was needed as the pump began charging, and there was no pump shutdown or inability to turn it back on.